Event description:
Use of forceps indicated as mother unable to push effectively to deliver infant. Infant in birth canal and having decelerations with contractions. Baby "face up". Tucker mclean forceps inserted with difficulty. At first attempt, forceps slipped. Infant extracted with second attempt (with short simpsons). Neonatal death resulted and physician told family that he had fractured the baby's skull with the first attempt.